Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/20/2018 that on (B)(6) 2017 the patient experienced a loss of connection. No additional event or patient information is available. No product was provided for evaluation. Data was provided for evaluation. The reported loss of connection was confirmed via data. The probable cause could not be determined.